Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found no lead body anomalies. After it was cleaned the helix was able to be extended and retracted when torque was applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that the patient presented for follow up. An interrogation of the device revealed high capture threshold exhibited by the right atrial lead. A chest x-ray confirmed that the lead was dislodged. The patient was scheduled explant and the lead was replaced. The patient was stable.